Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke with the pt/layperson on 9/4/09 regarding his previous month complaint. The pt reported the following info. The pt purchased his onetouch ultra2 meter and products 8/21/09. Initially, the pt obtained 10 successful results. After that, the meter allegedly prompted apply sample although the strips drew blood into the test area. The alleged issue occurred "25-30" times. The pt did not have test strips for his non lifescan meter to use as a backup. Until calling customer service the day of complaint, the pt lowered his doses of pre-meal sliding scale humalog insulin; he could not recall the amount. The pt continued taking 24 units lantus in the evening. Around 1 a.m. The day prior to complaint, the pt reportedly woke up sweating and numb. Unable to obtain a blood glucose result allegedly due to the apply sample issue, the pt self-treated with glucose tablets that alleviated the symptoms. The complaint is classified because the pt alleged he was unable to test to manage his insulin regime that resulted in low blood glucose. Unable to resolve the alleged apply sample issue, the cca replaced the meter and test strips. The new products are functioning as expected according to the pt.